Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture, "lump", and "extremely worried" due to recalled implants. Device remains implanted.

Event description:
Patient reported a right side rupture, "lump", and "extremely worried" due to recalled implants. Device remains implanted.

Event description:
Patient reported a right side rupture, "lump", and "extremely worried" due to recalled implants. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Manufacturer narrative:
Lab analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Anxiety-product-procedure: unable to observe since it is a medical event and is not related to the device. Lump/nodule-ndr: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Additional observations: no penetrating nick observed on the device. Yellow particle observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted.